Manufacturer narrative:
Investigation summary: bd had not received samples, but 13 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (ink smear) with the incident lot was observed. Bd determined that the root cause of the ink smear was attributed to a felt pad used for ink application dislodging from the labeling equipment. An incomplete line clearance did not remove all affected tubes. During the investigation of the photos, additive abnormality was also observed in the tubes. Bd determined that the root cause of the additive abnormality in the tubes is a misalignment of the tube trays from the additive spray coater nozzles. A corrective action is being implemented to add in a fixture on the machine which would assist the conveyor flight bars in more accurate positioning of the tube trays for the spray coating application. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. This event occurred three times. The following information was provided by the initial reporter. The customer stated: lot.0338230 tube of stain = 1 sp and lot.0338230 tube of stain = 2 sp.